Event description:
It was reported to vyaire medical that the bellavista 1000 unit switched off while ventilating a patient having a full battery and electrical power present. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file analysis shows the cfb (ventilation controller) logs active on date of event until the next start up showing no issues. It seems like an epc (user interface controller) issue where the ventilation continued and all alarm lines worked as designed. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.